Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of infusion set tubing detachment on (B)(6) 2025. The site was patient's stomach and pump was on front side of abdomen. The infusion set was used for six to seven days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.